Manufacturer narrative:
The lens pieces were returned in a small formalin container. The lens was in three pieces. The lens pieces were microscopically examined. One haptic was broken-gusset area. The optic was cut into two pieces typical of a removal. No abnormalities were observed to the lens thickness. The haptic was evaluated from the top, bottom and both edge views. No abnormalities were observed. The broken end the haptic did not have any voids in the material. No voids were observed at the optic broken section. The lens dimensions for the haptics and gusset areas were verified to be within specification for plan view. A photo was provided of the lens in the eye. The lens was shifted off center. A broken haptic was observed on the anterior surface of the optic. Product history records were reviewed and documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified associated products were used. The root cause for the broken haptic could not be determined. The lens dimensions were acceptable. There were no abnormalities observed in the lens material. There were no anomalies observed at the broken section. If was reported that the initial surgery was normal. However, in the post op exam, the lens had decentered and the inferior haptic appeared broken off. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The instruction for use (IFU) instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced blue a day or two after of post operation. On post-op day 6, the surgeon saw the patient and noted that the lens was subluxated. Another surgeon saw her the next week, iol partially in the anterior chamber (ac). The implanting surgeon saw her four days later, and the haptic was separated, sitting at an inferior angle, and the rest of the lens was behind the iris. The surgeon did not dilate because he did not want the piece to fall behind or the iol to come back into the ac. Additional information was requested and received stating the initial surgery was reported to be normal. In post operation exam, the lens had decentered and the inferior haptic appeared broken off. Patient was scheduled for iol exchange, and explanation was done after two weeks of initial implantation. The broken haptic floated anterior to the iol and can be seen resting along the iris, and on top of the lens. Haptic was removed, iol cut in half and each hemisphere removed. Bag appeared intact and a new company lens was implanted.